Event description:
Philips received a complaint by the customer on the v60 indicating that an error for, "machine and proximal pressure sensors failed", had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
E1: reporting institution phone number - (B)(6).

Manufacturer narrative:
The customer requested a third party to replace the power management (pm) printed circuit board assembly (pcba) and the third party completed the repair. The device passed the required performance verification tests per philips standards and was returned to service.